Event description:
Hold for gn 9-2 cuq note: this case refers to pt # 11 of 14 : (B)(6). Dear all, I apologize I am not able to access etq, yet. Thus, I attach a paper reporting 14 cases of endocarditis occurred in perceval patients. (B)(6). Endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation. (B)(6). Time since surgery: 7 months. Microbiology: cns. Tee: ic - mitro-aortic thickening. Vegetation: no. Leak: no. Euroscore I/ii: 48.4% / 15.4%. Pet/CT annular involvement/abscess: + abscess. Surgical treatment: yes. Surgical technique: patch - perceval 23. Outcome: 20 months. Cuq note: death occurred at 7 + 20 = 27 months (?). Abbreviation meaning: avr, aortic valve replacement; ckd,chronic kidney disease; cns,coagulase-negative staphylococcus; copd,chronic obstructive pulmonary disease; ic,inconclusive; na, not applicable (patient not suitable for surgery); pet/CT positron-emission tomography/computed tomography; si,surgical intervention; tee,transesophageal echocardiography; vgs,viridans group streptococcus. The data are expressed as no.(%) or mean +/- standard deviation. Summary: based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 23mm was implanted. After 3 months of implantation an echo was performed which showed aortic thickening and an abscess. The patient underwent surgical treatment and a perceval 23mm patch was implanted. 20 months later the patient died.this case refers to pt # 11 of 14 : based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 23mm was implanted. After 7 months of implantation an echo was performed which showed aortic thickening and an abscess. The patient underwent surgical treatment and a new perceval valve 23mm and a patch were implanted. 20 months later the patient died.